Event description:
It was reported by the customer's mother that the customer had a failed self test alarm on the insulin pump. Customer's mother was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. A temp basal was not programmed before the alarm. Customer also had received a no delivery alarm. Customer's mother was advised to do a complete set change as soon as possible. Customer's mother does not want to return the set or reservoir for analysis. Customer has already resolved the issue. Insulin pump will need to be replaced. A doctor later called and mentioned that the customer was in the hospital with a diabetes-related incident. The doctor was advised that they could stop using the pump until the replacement arrived. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-13378.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. However, the insulin pump alarmed during the self test due to a broken solder joint on the interface circuit board. The insulin pump was received with minor scratches on the display window.